Event description:
It was reported the needle deployed prematurely; indicating the needle mechanism did not function as intended. The pod was replaced. No adverse patient impact was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly undeployed, soft cannula was not exposed and the pink slide insert was not visible in the viewing window. On investigating, it was found that the needle could not have deployed early as the device was received undeployed. No timeouts or drive stalls were seen in the data. Therefore, no issues were found that would have caused the needle mechanism to deploy early. However, the cannula assembly happened to deploy during the receiving process due to device handling. According to the data, the device ran for 57 pulses prior to being deactivated. The device completed both first and second priming sequences and yet did not deploy. During investigation, it was noted that there were scratches and linkage assembly shavings on the inner side of the top housing. This occurred due to unintended interaction between the linkage assembly and the top housing because of a misaligned linkage assembly resulting in the needle mechanism failing to deploy. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended.